Event description:
It was reported on (B)(6) 2015 that the vns patient passed away on (B)(6) 2011 per the obituary. Attempts for the death certificate have been unsuccessful as the state the patient passed away in does not allow vital records to be public. The patient's last known neurologist has not seen the patient since 2008 and has no further relevant information. The cause of death and relationship to vns therapy is unknown and no further relevant information has been received to date.

Event description:
Information was received from (B)(6) healthcare where the patient passed away. The most recent diagnosis stated in the patient's medical records was septic shock and multisystem failure. No autopsy information was available.